Event description:
It was reported that during a pci procedure, a vessel dissection occurred. The 90% stenosed lesion was located between the left main trunk (lmt) and the proximal left circumflex (lcx). The lesion was pre-dilated with a maverick2 20 x 3.0, and another manufacturer's stent was deployed in the lcx. A maverick2 15x3.25 and a maverick2 20x3.0 were placed and a kissing balloon technique was performed. It was noted that after inflation of the balloons, a dissection had occurred in the lmt. Another manufacture's stent was deployed to treat the dissection and was post-dilated with a quantum marverick 15x4.5. After confirmation with ivus, the procedure was closed. Pt status listed as "ok".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed, thus a returned device analysis could not be conducted. The manufacturing records for top assembly batch 7284086 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.